Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, the pushrod was extended. The customer pushed the pushrod back and successfully loaded cartridge to address the event. There was no adverse impact to the customer's blood glucose level.